Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 19-dec-2019. This spontaneous case was reported by a consumer and describes the occurrence of hypersensitivity ('allergic reaction (pimples all over the body)') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced hypersensitivity (seriousness criterion medically significant), back pain ("backache"), headache ("headache") and myalgia ("muscle pain"). At the time of the report, the hypersensitivity, back pain, headache and myalgia outcome was unknown. The reporter provided no causality assessment for back pain, headache, hypersensitivity and myalgia with essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 19-dec-2019. This spontaneous case was reported by a consumer and describes the occurrence of dermatitis allergic ('allergic reaction (pimples all over the body)') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced dermatitis allergic (seriousness criterion medically significant), back pain ("backache"), headache ("headache") and myalgia ("muscle pain"). At the time of the report, the dermatitis allergic, back pain, headache and myalgia outcome was unknown. The reporter provided no causality assessment for back pain, dermatitis allergic, headache and myalgia with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality investigation result. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.